Event description:
It was reported that the patient presented for the implant procedure. During the procedure it was found that the left ventricular (lv) lead was not pacing. The lv lead was replaced with new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of ¿quartet lead not pacing¿ was not confirmed. A complete lead was returned as received. Electrical tests did not find any anomalies. The lead connector passed the insertion testing. Dimensional analysis of the connector boot was withtin the product specification.